Event description:
It was reported that during a gastric bypass procedure, one of the staplers misfired with incomplete firing of staples. The surgeon loaded and fired another device and again there was an incomplete firing of staples. He then proceeded to sew over the staple line by suturing. No leaking at the site noted. No patient consequences were reported.

Manufacturer narrative:
Date sent: 06/28/2007. Information anticipated, but unavailable at this time.